Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 preparation and inspection shows how to detect the events. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had body fluids in the channel. The scope was manually cleaned and then disinfected with a wassenburg automatic endoscope reprocessor (aer). During reprocessing, there was a fault and reprocessing failed. Inspection and testing found that there was foreign debris protruding from the air/water nozzle and there was water in the channel. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the light cover glass and optical cover glass adhesives were worn. The distal end adhesive was lifting and the scope connector had water ingress. The angle was not to specification and the knob had play. The water flow, water removal and electric safety test were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.